Event description:
International customer reported that the needle broke during a mastectomy reconstruction procedure. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info, derived from the evaluation, will be submitted in a supplemental 3500a form.